Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a left ventricular lead implant procedure, it was difficult to pull the stylet out of the lead. The proximal tip burst the stylet and became stuck inside the lead body. The stylet was pulled out as far as possible which caused the conductor filament to come out. The lead was replaced. The patient was in stable condition post operation.